Manufacturer narrative:
Average, age, majority, gender, date of publication coronary artery bypass surgery versus percutaneous coronary intervention for left main coronary artery disease with chronic kidney; doi: 10.1536/ihj.17-260. If information is provided in the future, a supplemental report will be issued.

Event description:
From (B)(6) 2004 to (B)(6) 2010, 185 patients with unprotected left main coronary artery disease and chronic kidney disease undergoing pci (n = 84) or CABG (n = 101) were enrolled in a study. Medtronic zotarolimus eluting stents were among the des implanted. Clinical outcomes reported were death, stent thrombosis, stroke repeat revascularization and myocardial infraction.